Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The physician placed a taxus express2 2.75x24mm drug eluting stent to the right coronary artery (rca). No patient injuries or complications were reported. The patient was given 600 mg of plavix post procedure. The facility reported, "patient stated he doesn't take pills and discontinued taking the medication after the procedure. Seven days post procedure, the patient presented with a thrombosis. "They were able to clear the clot and placed a 3.0x18mm driver successfully" no patient complications were reported and "patient is stable." Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.